Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# 0216064889, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost therapy after feeling an electric shock through their body. The patient was checked on (B)(6) 2019 which was shortly after reporting the event and issue. Impedances were measured. All except one electrode combinations had high impedances that were out of range. The cause of the event was unknown. The physician will perform a revision, the date to be determined. The event has not yet resolved. No further complications were reported or anticipated.